Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose 500 mg/dl. The customer was treated with a syringe. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshoot for a no delivery alarm due to pump having a button error.